Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of failed battery test alarm. Customer's blood glucose reading was 193 mg/dl. The customer received failed battery test with two battery changes. After trouble shoot, the pump did not say low battery and it was down to one bar. The insulin pump was not returned for analysis.